Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.038.000s, lot: 82p0525, manufacturing site: bettlach, release to warehouse date: january 7, 2021, expiry date: december 1, 2030. A manufacturing record evaluation was performed for the finished device part: 04.038.000s, lot: 82p0525, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the osteosynthesis surgery for femoral trochanteric fracture. During the end cap insertion, the 0mm endcap couldn¿t be inserted completely. The surgeon tried to turn the endcap, but he couldn¿t insert it successfully. Then removed the endcap once and washed it. Also tried to re-insert the end cap, but the same event occurred. Surgeon changed the 0mm endcap to 5mm endcap, but 5mm end cap couldn¿t be inserted, too. Finally, used the 0mm endcap and inserted it incompletely, and the surgery was completed successfully within 30minutes delay. The patient outcome was stable. The following implants were used in the surgery and implanted in the patient, but specific allegation of them was not reported. Product code: 04.037.214s, lot number: 53p5553, quantity: 1. Product code: 04.038.310s, lot number: 9960721, quantity: 1. Product code: 04.005.530s, lot number: l832385, quantity: 1. Product code: 04.038.000s, lot number: 82p0525, quantity: 1. No further information is available. This complaint involves two (2) devices this report is for (1)tfna end cap extens. 0 tan. This report is 2 of 2 for (B)(4).